Event description:
(B)(4) report received that states: "perclose failure to the left femoral artery. After cardiac cath complete, attempt to close left femoral artery (lfa) with perclose device. Per md - there was a malfunction of device in that the suture was not deployed and unable to remove device from artery. Consult with vascular surgeon who transported patient to o.r. For cutdown and removal. No known long-term effect on patient." No additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.